Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the device has not been returned for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that a catheter break occurred. An opticross¿ imaging catheter was selected for use. During the procedure, it was noticed that the opticross¿ broke outside the patient's body. The procedure was completed with another opticross¿ imaging catheter. No patient complications were reported.